Event description:
As reported the adapter was implanted and some point throughout the implant the adapter showed signs of a fracture. The adapter was extracted. This is the same event as MDR 2183787-2017-00030.